Event description:
Customer's daughter reported that she thought her mother's meter was giving "normal" results, had treated her with insulin and noticed her mother was unsteady on her feet, was "glazed over", had slurred speech and confused. She reported receiving an adc meter reading of 177mg/dl, however it is unk when that reading was obtained. Paramedics were called and transferred customer to a local hospital. She reported an hcp meter reading of 22mg/dl, was diagnosed with hypoglycemia, treated with food and an IV (solution unk). The customer also reported an hcp meter reading of 127mg/dl and an adc meter reading of 199mg/dl, however, it is unk when and where these results were obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Hcp to adc meter readings are not valid comparison methods. This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.